Manufacturer narrative:
Instrument and tip cover were returned and evaluated. Per the customer reported complaint engineering found the instrument proximal clevis and the distal end of the tube extension exhibit char marks. The proximal clevis is charred near the section of the exposed silicone seal. The seal has material removed typical of thermal damage. The tube extension has a .175 inch by .130 inch char mark directly below one of the keying features that mates with the proximal clevis, evidence that an arcing event likely occurred. Electrical continuity passed. No other damage found. Medwatch MFR report 2955842-2010-00030 was also sent to the FDA regarding this event.

Event description:
It was reported that approximately 3 hours into a da vinci s hysterectomy procedure, while the surgeon was dissecting the patient's lymph nodes, the monopolar curved scissors (mcs) instrument with the tip cover accessory installed failed. Upon removal of the mcs instrument the surgical staff noticed the tip cover and instrument had a large burn mark on them. The planned surgical procedure was completed with a replacement mcs instrument and tip cover accessory. No patient harm, adverse outcome or injury was reported.